Event description:
While using a byte night aligners patient had tooth # 8 fracture while wearing aligners. The patient was examined by a dentist and was advised to discontinue aligner treatment due to the fractured tooth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.